Event description:
New information notes the lead continued to show low pacing impedance. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
It was reported that at follow-up, low impedance was found. Lead to be monitored.